Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). It will be sent a supplemental medwatch after receipt of updated information.

Manufacturer narrative:
The medical device in question was not sent back for investigation therefore an laboratory investigation was not performed. A similar product with similar malfunction has been tested and found: level sensor has been installed and test run for 2 days has been performed. 4 times 2 hours. Observation: no failure detected, no pump stop occurred. When moving the sensor, if sensor is already connected to the level sensor pad, an alarm and a pump stop occurs. Then the pump automatically restarts when sensor is released. This occurs of the contacts of the sensor and level sensor pad. Most possible root cause is that the sensor was not connected properly at the level sensor pad. A malfunction of the sensor could not be detected. Thus failure could not be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Event description:
It was reported that there was a pump stop for 2 seconds and pump went on by itself after 2 seconds. There was no patient or user injury reported. (B)(4).